Manufacturer narrative:
Correction to initial MDR h3 (device evaluated by manufacturer?) - should have been marked no as the investigation was not yet completed and not included in that MDR. The device was returned to olympus for evaluation and the customer allegation was not confirmed. Additionally, there was found to be a failed leak test due to a cut on the cable. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed an image that was fuzzy. The issue occurred prior to a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed an image that was fuzzy. The issue occurred prior to a diagnostic procedure. There were no reports of patient harm.